Event description:
A user facility reported to the distributer that a patient experienced a burn to the left cheek and forehead during a thermage cpt treatment. The doctor found that the patient had a pale edematous reaction on the left cheek and forehead and immediately applied hydrocortisone butyrate with an ice pack on the face for 2-3 hours. The doctor gave instructions to the patient to avoid water for three days and use growth factors three times a day. The patient''s wound scabbed on the fourth day. The current status was reported as scabbed and recovering, with no permanent scar expected. This case was deemed as not serious by the medical reviewer. The tip was returned and evaluated by service and dielectric breakdown was found.

Manufacturer narrative:
Datalogs were reviewed and based on the evaluation of the data, the handpiece and system performed as expected. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of the acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. The tip was evaluated by service and confirmed burn marks and a dent on the tip surface. The tip passed the flow, leak, and thermistor tests. The tip failed visual inspection due to the dent and burn marks on the tip surface, as dielectric breakdown was observed. Functional testing was unable to be performed due to the burn on the surface. The dent in the tip would not cause this event, but dielectric membrane breakdown of the dielectric material can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Dielectric membrane breakdown on the tip membrane can lead to a rise in temperature of the tip during treatment and can potentially cause patient burns. Thermage cpt system technical user¿s manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. According to thermage cpt system technical user¿s manual, burns are a known possible reaction to treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. It is undetermined when and how the dent happened as all tips are visually inspected during the manufacturing and packaging process for any signs of damage to the tip membrane. Based on the available information, dielectric membrane breakdown to the tip caused this event. No corrective action is required.